Event description:
It was reported through remote transmission that non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. The patient was asymptomatic. Programming changes were made, and the oversensing was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.